Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 175 mg/dl with a lifescan meter and 92 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy; however, the sample was drawn from the ear (invalid sample). The customer service rep walked the pt through two consecutive control solution tests, there is an indication that the product malfunctioned and t hat the event meets the criteria for a medical device reportable. Meter and test strips were replaced.